Event description:
The ventilator failed the blower inlet test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Technical error 63 means turbine module communication error. In some of the software 2.1 versions , this alarm is logged as te83. Ventilation is not possible when this alarm is active. The reported alarms te63, te70, te71, te72 where confirmed by the review of the received device logs, the verified power related alarms where related to the event reported under ot# (B)(4), os# (B)(4). Corrective actions regarding the turbine communication error alarms has been implemented in sw versions 2.2 and 4.0. The recommended action is to always use the latest released software.

Event description:
Manufacturer's ref. #. (B)(4).